Manufacturer narrative:
(B)(4). The c-flex 570c iol was explanted the following detection of a "glossy aspect" on the iol. The healthcare professional implanted a back-up iol in the original planned surgery session without complication. There healthcare facility reports no adverse effect to the patient as a result of this event. Rayner is liasing with the healthcare facility via its distributor to obtain additional information/clarification on the report of a "glossy aspect" being present on the lens. From the information provided we suspect that the phenomenon of sheen is being reported; however, at this time this is not possible to confirm. The c-flex 570c iol is being returned to rayner for inspection. The results of the device inspection performed will be provided in a follow-up report. Our review of production records for the c-flex 570c iol batch 113e52625 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex 570c iol (november 2013) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been reported against the c-flex 570c iol batch 113e52625.

Event description:
Rayner intraocular lenses limited received notification from its (B)(6) distributor of an event that occurred during use of a c-flex 570c intraocular lens (iol). The event description provided states that a "glossy aspect" on the iol and following this observation explanted the lens.